Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection at the insertion site of the leads and anchors during the trial phase, which was related to the procedure. The event, classified as moderate, required hospitalization for more than 24 hours and intervention to prevent permanent impairment. A staphylococcus aureus infection was confirmed and the leads were explanted on 2021-aug-27. The patient was treated with medication as part of the corrective actions. The adverse event was resolved without sequelae as of (B)(6) 2021. No further complications were reported or anticipated.